Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately calcified, mildly tortuous and 70% stenosed. After implantation of the xience prime stent, and during removal of the delivery system, a distal edge dissection was observed. A drug eluting stent was implanted to treat the dissection. Results were very good with timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.